Event description:
It was reported that the pt was implanted a cerasul alpha insert neutral ii/28 on the right side. The pt had a breakage of the cerasul inlay and the pt was revised in (B)(6) 2014. Comment: exact date of implantation is unk.

Manufacturer narrative:
The MFR did not receive device, x-rays or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be confirming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).